Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 85% stenosed long target lesion was located in the non-calcified and 70 degree tortuous right coronary artery (rca). The lesion was predilated with a 2.5x12mm non-bsc balloon. After implanting a 3.0x32mm taxus liberte stent in the lesion, it was noted that the distal section was not covered. A 3.0x16mm taxus liberte stent delivery system (sds) was advanced with some difficulty, however it reached the distal rca and the stent was deployed at 20atms/10sec. Post-deployment a long linear dissection was observed. To fix the dissection, the physician tried to advance a 3.5x24mm taxus liberte sds but it would not cross the previously implanted stent. The procedure was completed without additional intervention and the patient was put on observation and oral medication. No additional patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).